Event description:
During or procedure, eua, d &c, laser laparoscopy and lysis of adhesions, a monopolar cautery cord was activated by the physician, it then suddenly split and arched, igniting the drape on the patient's right thigh. Patient sustained a 1-1/2 cm. Second degree burn which is being treated with topical medication, as an outpatientdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, visual examination. Results of evaluation: material degradation/deterioration, cable. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.